Event description:
A potential product issue has been reported with our artiste linear accelerator. In the abundance of caution, this issue is being reported. After the sw upgrade at (B)(6), the site tried a conebeam CT with asymmetric y jaws - in this case, y1 was -3 cm and y2 was 9 cm. The resulting cbct appeared to be cut off by several centimeters shorter than it should have been. It appeared that a number of slices on the ends were missing. Further investigation by reviewing the slices in the pt browser, there appears to be more black slices than expected. There is no report of injury or mistreatment. Corrective action decision is pending final investigation results.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: preliminary 3 (critical). The complaint behaviour may cause a mistreatment (dose to wrong location) for several fractions. Probability: preliminary c (remote). The cbct shows obvious indications, that something is not correct and performing as expected. However, if the therapist ignores these indications, accepts the cbct and applies the offsets for treatment, a mistreatment may occur. No other products are affected.